Manufacturer narrative:
Product event summary: analysis confirmed that the battery door would not unlock. It was also found that the output connector assembly was broken. Failure analysis was performed on the lower case. Visual inspection revealed no anomalies. Bench analysis found that the battery door opened without issue. The issue was observed during service and repair and was resolved during the repair process. The issue could not be reproduced since. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator's battery door would not unlock. The unit has been sent for service, testing, and calibration. No patient complications have been reported as a result of this event.